Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned for evaluation. Data logs were reviewed and showed placement signal reading became higher than normal range for approximately 15 minutes before suddenly resolving. No hard failures of the optical parameters were noted at time of increased placement signal. The root cause of the optical signal issues could not be definitively determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal was unreliable. Despite these issues, the pump remained operational until weaning and explantation. No patient harm was reported.